Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when they get programmed or when they turn stimulation on and off it feels like they are sticking their finger in an electrical socket. It was stated that this is normal for them and goes away and has happened as of prior implants since (B)(6) 2008. The implant pertaining to this event was placed on (B)(6) 2010. Indication for implant is essential tremor and movement disorders. See related regulatory report 3004209178-2016-21422.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.